Event description:
It was reported to philips that the bezel for the device was damaged. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.